Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During an atrioventricular nodal reentry tachycardia (avnrt) procedure, it was reported there was a map shift during mapping with no error code or alert displayed on the carto 3 system. Map was recreated and the case was completed. Map shift did not occur during rf ablation. The map shift was approximately >1mm. A device manufacturer (htc) representative visited the hospital and investigated the issue. The issue was reproduced. It was found that it was caused by workflow (wf): cine/ image were taken with sensor-based catheter distant from the area of interest, and as a result the image was applied to the carto 3 space in an inaccurate area, causing difference between the carto map and fluoro image taken. Htc representative has advised on improved wf. Once proposed wf was implemented, next cases passed without issues and the system is operational. This issue was escalated for preventive action. The device history records (DHR) associated with carto 3 # (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.

Event description:
During an atrioventricular nodal reentry tachycardia (avnrt) procedure, it was reported there was a map shift during mapping with no error code or alert displayed on the carto 3 system. Map was recreated and the case was completed. Map shift did not occur during rf ablation. The map shift was approximately >1mm.